Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed due to peri-implantitis and a loss of integration with pain at the site. After 3 months the patient will return for a new implant. Tooth location 33.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).